Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of event was reported as due to the patient changed location. It was reported that the patient was not hospitalized for the event. The patient was treated with meropenem injection (intraperitoneal, 250mg per bag, duration not reported for this event. At the time of this report, the patient recovered from this event and pd therapy was ongoing. No additional information is available.